Event description:
It was reported that the black stylus touch pen would not track accurately on all parts of the programmer touch screen. It was accurate in the upper left but as it was moved down and right, it became way off. It was unable to be calibrated and changing out the stylus did not improve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).